Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for a follow up via remote, low impedance and numerous inappropriate mode switch episodes due to noise were observed on the atrial lead. The patient was stable and will continue to be monitored.